Manufacturer narrative:
This is a duplicate of emdr #1218950-2018-06956.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is in need of a fco update and a general device evaluation. There was no reported patient or user involvement and no adverse patient/user impact.